Event description:
During a patient procedure, the expro elite snare became dislodged and was retrieved using another snare. No patient impact was reported.

Manufacturer narrative:
The exact cause of the failure is undeterminable.